Event description:
Pt underwent a total hip replacement in 1993, a howmedica osteonics hip was implanted. Over the course of several years, it is reported the pt was experiencing pain. A bone scan which revealed a significant problem with the implanted device. Based on these results the surgeon felt it was necessary to perform an immediate surgical procedure. It is reported that during this procedure, the surgeon discoveredd that the acetabular component of the hip had become loose.